Event description:
Customer reported that a pt presented with an infection approximately one week following a left foot bunionectomy. The pt was prescribed augmentin. The pt is reported as resolved/healed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.